Event description:
It was reported that, during a navio procedure, there was a visual glitch. When they began the femur free collection phase. Typically, the system will collect a couple of points that are shown as distinct green points. Once it has enough information, the grey "best-fit" model of the femur starts to populate and it starts to get filled in with the yellow high confidence mesh. In this particular case, the best-fit model appeared as soon as he collected a single point. It was also all yellow. This seemed to be only a visual glitch, because as they continued to paint, the femur kept adapting to whatever information was collected. It was still inconvenient because the surgeon could not see what had already been collected and what was the glitched high confidence mesh. There was a delay of less than 30 minutes. No other complications were reported.

Manufacturer narrative:
H3, h6: the navio surgical system us, pn: npfs02000, sn: (B)(6) used in treatment was not returned to the designated complaint unit for evaluation, therefore, visual and functional inspections could not be performed. The case files were provided, however they were corrupted and could not confirm the immediate generation of the entire femur mesh. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports, this issue will continue to be monitored. Although the reported issue could not be confirmed, the most likely cause of the entire generation of the femur bone mesh is a known software bug that has been identified and investigated by the software engineering team. No containment or correction is required.